Manufacturer narrative:
One nanotite tm certain® prevail® implant 4/5/4 x 13mm (niios4513) was returned for investigation attached to a removal tool. Visual inspection of the as returned product identified wear and debris about the implant threads and collar. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The product matched print specifications where measured against drawing sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI is n/a. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the implant at tooth site #5 was removed due to peri-implantitis. The implant was removed and the site was bone grafted.